Event description:
Employee drew source blood with 2 sided needle and vacutainer. She took system to the sharps container to dispose of it. Needle did not go down and vacutainer was released. Employee used vacutainer to push needle end down and rubber end stuck through gloved right thumb. Source blood from hiv+ patient. Employee name is withheld and not identified in this report. Device was not saved. Reporters wording verbatim.